Event description:
It was reported that upon interrogation the pulse generator exhibited diagnostic anomaly. The device was reinterrogated and the device was functioning normally. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).